Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. The dark blue tip on the transfer set was stuck in the patient line of the amia patient line connection. This occurred as the patient attempted to disconnect from the amia patient line after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event; however, the patient received cipro orally for ten days. No additional information is available.

Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.